Event description:
A user facility reported that an intraocular lens (iol) was exchanged. A 14.5 diopter lens was replaced with a 13.0 diopter lens. In a follow up, the surgeon reported the iol did not cause or contribute to the event. The event resolved following the lens exchange.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Customer indicated the use of an approved cartridge. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info. A completed questionnaire was received on 08/23/2012. (B)(4).